Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 19-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of hi with 2 vials of the same test strip lot number. The customer¿s expected blood glucose test result ranges are 237-302 mg/dl am fasting and 150-215 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2025 and the test strips were opened two days prior to the call. The meter memory was reviewed for previous test result history: result 1: hi date: on (B)(6) 2024, time: 2:46pm fasting, result 2: hi date: on (B)(6) 2024, time: 2:20pm fasting, result 3: hi date: on (B)(6) 2024, time: 10:15pm fasting, result 4: hi date: on (B)(6) 2024, time: 4:27pm fasting, result 5: hi date: on (B)(6) 2024, time: 12:06pm fasting.